Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) tsv4b8, (imp,tsv,4.1mm,sbm,8) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1268397. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1268397 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use and inadequate treatment planning. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional information was provided on 12 mar 2024: the condition of paresthesia was temporarily. There was no permanent nerve damage and the patient¿s health is fine.

Event description:
Additional information was provided on 12 mar 2024: the condition of paresthesia was temporarily. There was no permanent nerve damage and the patient¿s health is fine.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Returned implant was not identified as reported. Returned implant was identified as tsvwb8. No apparent malfunction identified. Please verify with customer correct implant returned. It was reported that post surgery, the patient started to feel numbness of the lip and gums on the same side. The implant at site 37 was removed and paresthesia was reported because of the event. The site was grafted, and the patient will return to place a new implant. Patient history and bone density are unknown. Additional information was obtained on 12-mar-2024, it was reported that the patient paresthesia was temporary. There was no permanent nerve damage and the patient¿s health is fine. Additional information was obtained on 30-apr-2024, the clinician confirmed that the returned tsvwb8 implant was the correct implant removed on (B)(6) 2023. No additional information is available. Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation was performed, the implant had signs of use, apparent bone / tissue attached to the external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvwb8 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : medical : nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use and inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that after the implant surgery the patient started to feel numbness of the lip and gums on the same side. Implant at tooth site 37 was removed and paresthesia was reported as a result of the event. Patient will have to return to place a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D9: device availability unknown / not provided. E1: reporter phone: (B)(6).